Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a webster® with auto ID electrophysiology catheter and physician observed that catheter tip was damage on fluoroscopy system. It was confirmed that physician neither preshaped the catheter nor felt difficulty in removing it from patient. The procedure was completed without patient consequence with a similar like device. This event is being reported because damage was observed inside patient and could potentially contribute to an adverse event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a webster with auto ID electrophysiology catheter and physician observed that catheter tip was damage (rupture) on fluoroscopy system. The procedure was completed without patient consequence with a similar like device. This event was initially reported conservatively since catheter¿s integrity was not confirmed to be maintained and the reported damage was observed inside patient and could potentially contribute to an adverse event. Additional information was received and confirmed that physician neither preshaped the catheter nor felt difficulty in removing it from patient it was also clarify that catheter¿s tip was not ruptured and that it was waved between ring 2 and 3. Catheter integrity was not compromised therefore; there was no risk to the patient. With additional information provided this event has been reassessed as not reportable. Furthermore, the bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found in normal conditions. No rupture was noticed along the catheter. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Customer complaint cannot be confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot #: 17024021m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).